Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer indicated that the occlusions occur during bolus delivery and on the second day after changing the supplies on the pump. The customer has seen no damage to the cannulas. There was no reported impact to the customer's blood glucose level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.